Event description:
Material no: 383516 batch no: 8214832. It was reported that during use of the bd nexiva¿ closed IV catheter system several catheters separate during injection. The following information was provided by the initial reporter: there has been several catheters that have become dislodged during injection of IV contrast. All the same lot# and expiration date. Ref# 383516.

Manufacturer narrative:
H.6. Investigation summary: a bd quality engineer inspected the photograph provided. The photo displayed one nexiva 20ga unit with a blue circle around the area the extension tubing set attached to the winged adapter. Also, a 20ga extension set with a blue circle in the area the extension tubing set was supposed to attached to a winged adapter. No winged adapter was present. Based on the evaluation of the submitted photo, the defect separation inserter from tubing was confirmed. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an insufficient amount of adhesive dispensed in the tubing/adapter inserter port joint. Corrective actions have been initiated to monitor the reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Conclusion: manufacturing ¿ the defect separation inserter from tubing was identified and confirmed based on the evaluation of the submitted photo. The device failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect is created at the new zone 8 adhesive dispense station. When the adhesive dispenses tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures. The manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue. Msas for the adhesive visual inspection were conducted on line 1 on 15 march 2019, line 2 on 10 april 2019, and line 3 on 3 may 2019.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 383516, batch no: 8214832. It was reported that during use of the bd nexiva¿ closed IV catheter system several catheters separate during injection. The following information was provided by the initial reporter: there has been several catheters that have become dislodged during injection of IV contrast. All the same lot# and expiration date. Ref# 383516.